Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the us. In response to the warning letter that the us FDA issued to ela medical (dated 11/06/2009), ela is filing this MDR at this time. Device found in ddd mode after being programmed to aaisafer mode. Since the device remains implanted, the files from the programmer were reviewed. The files showed the last real time recording performed during a previous f/u shows an artifact suggesting an abnormal real time test. This indicates that telemetry errors occurred during and/or after the recording. The occurrence of this event is remote, however, such behavior remains without any pt safety issue and can remain implanted. (B)(4). Discussion: the reported behavior might be related to an implant software inadequacy related to the aaisafer software and only occurring in presence of telemetry discrepancies when the following successive events occur: the device is initially programmed in (B)(4); the user programs a temporary mode: if a telemetry error occurs before the first ventricular event occurs, and if the user exits the session just after this temporary mode exit (no other programming), then ddd mode is automatically re-programmed by the implant software, without displaying a message relative to ddd reprogramming. This could not be confirmed by the corresponding session logfile analysis; however, the last real time recording performed during the previous f/u (04/12/2007) shows an artifact suggesting an abnormal end of real time test. This indicates that telemetry errors occurred during and/or after this recording. Because this recording corresponds to the last real time test performed during the session, the above hypothesis is the most probable explanation. The occurrence of such events is remote; moreover, such behavior remains without any pt safety issue. Therefore, the implementation of a correction is not a priority.

Event description:
Pt returned to office in ddd mode when the device was programmed to aaisafer mode upon leaving the hospital at an earlier date. The device remains implanted.